Manufacturer narrative:
One cadd legacy 1 pump was received. The event history lo was reviewed and there were high pressure alarm messages. Functional check and visual inspection were conducted on the pump. The reported "double beep no cassette" issue was confirmed. The pump was found to be double beeping on power up with no cassette during the investigation. The downstream occlusion sensor will be replaced resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump displayed a "double beep no cassette" message. The issue was discovered during testing and there was no patient involvement.